Event description:
The customer reported to siemens on (B)(6) 2014 that gantry rotation was with noise. During service, siemens' customer service engineer found that two column f that are used to fix the balance weight of the dms were broken. In total, there are 3 column f to fix the balance weight. The screw on the last column f is not broken, but bowed. The breakages are allowing movement of the balance weight during rotation, which is the source of the noise. There is no report of injury of a patient. This reported issue occurred in (B)(6).

Manufacturer narrative:
Siemens became aware of the reported issue on (B)(6) 2014. This MDR is being mailed on (B)(6) 2015. The investigation is on-going and a supplemental report will be submitted upon completion. Customer address: (B)(6).